Event description:
It was reported that the atrial lead exhibited loss of cap-ture and sensing. Fluoroscopy revealed that the atrial lead was dislodged. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.